Event description:
It was reported that the patient never had therapeutic effect and had not worked since implant. The patient had changed programs, but her urine kept coming. Follow-up from the healthcare provider (hcp) reported that that cause of the event was determined to be device related. Reprogramming was needed and the battery life had expired. Additional information reported received reports the patient device have never worked correctly. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were not resolved; but, they have met at least 2-3 times. The last time they met was (illegible) two years (illegible) bladder symptom. The patient do not have the dates for appointments. They still having concerns regarding their device or therapy but will work with their healthcare provider or manufacturer representative . The patient was waiting to make an appointment. They was still having concerns with their device or therapy. It was unclear whether that information pertained to their ins(stimulator) implanted on (B)(6) 2014 or their previous device.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v741028, implanted: (B)(6) 2011, product type: lead. (B)(4).